Manufacturer narrative:
Company rep evaluated the unit and replaced the ECG cable.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.